Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the defective sample has not been received for inspection and analysis, the specific form of the foreign matter cannot be identified, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026. While preparing to insert an intravenous catheter for a patient, a nurse retrieved a closed-system IV catheter. Upon inspection, the nurse discovered a black stain on the heparin cap of the catheter after opening the intact packaging. The nurse immediately replaced it with another new closed-system IV catheter and proceeded with the procedure.